Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer noticed smoke coming from the backside of the cobas integra 800 instrument. The customer noticed "strong" smoke for a "short term" and immediately turned the instrument off and disconnected it by the main cable. No individuals were adversely affected. The customer opened a window and, after disconnecting the instrument, the smoke stopped after "some seconds." The customer noted the connector between the printed circuit board (pcb) module and the transformer was burned. The customer checked the error log and the first error message listed was "power 115 vac missing or ventilator power supply defective." This error message occurred close to the time of event. The instrument was not running patient tests at the time of the event; therefore no patient results were affected. The issue occurred while the instrument was in stand-by. The last preventive maintenance visit was on 26-jul-2017. Several problems could lead to the error the customer received around the time of the event. There could be a significant layer of dust on the cooling unit condenser which can cause an over-current on one of the fuse circuits. The issue could also be due to an old cooling unit which consumes current at a higher rate and has a negative effect on the fuse holder. It is not known if an old cooling unit was on the instrument or if this had been replaced with a new one. It is not known when or if the power box fan on the instrument was replaced.

Manufacturer narrative:
A specific root cause was not identified. The material used for the pcb power module is ul certified and has a low flammability. During a review in the complaint handling database, there were no similar complaints for the past 12 months. Since it is not known if the customer implemented the information from service bulletins provided to the customer, there is no evidence suggesting an instrument problem. The customer has since replaced the power box and the issue was resolved.